Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam and became degraded and caused the patient to be diagnosed with lung and trachea cancer. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device. Dust and indeterminate contamination under both sd cover and accessory module flip doors was found. There are digs in the plastic around screws indicative of attempts to open unit. Debris contamination was observed at latch between base unit and humidifier base connection. Humidifier tank noted to be cloudy in appearance and mineral deposits present suggesting use of liquid other than distilled water. Residue present around ui knob. The manufacturer visually inspected the device internally and found unknown white residue on the o-ring, blower box assembly and blower on base unit. Also observed unknown dust/dirt contaminant on blower, blower impeller, in blower air path, o-ring, and flow sensor seal. Unknown dust/dirt contamination was observed in humidifier base unit. The dry box inlet seal and flip lid seal also noted to have unknown contamination, with the flip lid seal also having unknown black residue in certain areas. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination was observed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with lung and trachea cancer. The patient did receive medical intervention to treat cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.